Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a hip replacement about 3 weeks ago. She completely forgot about the device and did not know if it was on or off during the surgery. The patient had used the device since right before the surgery. They did not remember how to use the programmer or what he was told. There were memory issues since the hip replacement. The patient was at 1.5v and could feel stimulation when the antenna was placed over the implantable neurostimulator (ins) site. The patient felt a ¿twinge¿ that faded but was leaking. The leakage and memory issues started in (B)(6) 2016. It was noted they were not using the device 4 weeks or longer, maybe 6 weeks in 2016. The consumer later reported that after adjusting the therapy, the patient was receiving therapeutic effect and the leaking was resolved. The memory loss issue was unrelated to the device and had been going on for a while. She felt it was just a natural part of again and the fact that the patient had gone through the hip surgery and he was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.